Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they were experiencing diarrhea. On (B)(6) 2025, she started vomiting with diarrhea while the cgm readings were 50 to 80 mg/dl. On (B)(6) 2025, the patient was feeling weak, could barely walk, and was experiencing vomiting and diarrhea. The patient thought she had the flu and did not check her bg. Her condition was worsening and the patient¿s aunt decided to take her to the emergency room. At the ER, the cgm reading were still at 50 to 80 mg/dl. Healthcare personnel advised her to remove the sensor and performed a fingerstick. The bg was 795 mg/dl. The patient was immediately treated with an intravenous (IV) insulin drip, IV fluids for dehydration, and additional IV medication for nausea. She was hospitalized three nights, four days and discharged on (B)(6) 2025. At the time of the report, the patient was feeling okay and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.